Event description:
The customer reported that their pump screen was dark and would not turn on. Blood glucose levels remained between 54-500 mg/dl, which is outside normal ranges, but specific adverse impacts were not reported. The customer was advised to use multiple daily injections as a backup therapy. Technical support arranged for a pump replacement, instructed the customer on how to put the pump into storage mode, and provided a prepaid label for returning the faulty pump within 10 days.